Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was received for evaluation. The vyaire technician evaluated the device and performed tests. The reported complaint was confirmed through the events log and not duplicated during functional check. The cause was identified as solenoid failure. Root cause is being investigation under co # (B)(4).

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed "transducer fault," "motor fault," and "ventilator inoperable" while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.